Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working and had an absence of no delivery alarm. The customer stated that she had high blood glucose levels of 22 mmol/l. The customer stated that she had some sort of infection in her body and had change site and did not realize that the insulin pump was not giving her insulin because he blood glucose level went up to 22 mmol/l. The customer stated that the current blood glucose level was 9.5 mmol/l. The customer stated that she had changed the infusion set and reservoir three times. The customer stated that on the third time the insulin pump received no delivery alarm while priming the tubing. The customer stated that the insulin pump did not alarm no delivery on saturday night that she was not getting insulin. The customer reported that the insulin pump passed the displacement test. Troubleshooting was not performed at the time of call. The customer was advised to revert to back up plan. It was stated that the customer was advised to revert to back up and return defect infusion set and reservoir. The insulin pump is not expected to return. Related cases: a 308222839- 0006053410- infusion set - case-(B)(4). 308222836-0006053376-reservoir- case-(B)(4). 308222835-0006053377- pump - case-(B)(4).